Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."

Event description:
It was reported the customer experienced elevated blood glucose levels. Reportedly, the luer lock was not correctly fastened and was leaking. Customer also noticed air bubbles present. Cold insulin was used to load the cartridge. Customer changed out cartridge and infusion set.